Manufacturer narrative:
Product event summary: it was further reported the helix was distorted and bent. It was noted on the visual summary there was apparent explant damage. (B)(4).

Event description:
It was also noted there was noise on the electrogram.

Event description:
It was reported the patient presented to the emergency room due to a lead alert. The right ventricular lead pacing impedance measurement was high. Subsequent lead impedance tests revealed the impedance was within normal limits. It was decided to explant the lead. During the explant procedure, the physician retracted the lead helix. Upon removing the lead, it was noted the lead helix was still deployed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. No anomalies were found. The electrode on the distal end of the lead was covered in blood. Performance data were also collected from the device and analyzed. The daily pace impedance trend data shows an abrupt increase for bi-ventricular pacing impedance from 456 ohms to 1368 ohms peak between (B)(6) 2012. There was one patient alert for lead failure predictor on (B)(6) 2012. There were five lead failure predictor nonsustained high rate episodes less than or equal to 207ms on average ventricular cycle on (B)(6) 2012. (B)(4).